Event description:
According to the complainant, while unpacking a uromax ultra dilatation balloon, it was noted that the outer seal of the package was open. The inner package was still sealed. There was no pt or case involved.

Manufacturer narrative:
The device has been received, but an eval has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this failure. If there is any further relevant info, a supplemental MFR's report will be filed. At this time, we are unable to determine the relationship between the device and the cause for this event. (B)(4).